Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system has showed noise oversensing on primary vector configuration. X-rays were performed, and nor a dislocation or an integrity issue could be confirmed on the electrode. The patient has concomitant sternal wires, and a contact between the electrode and it was not clearly appreciated either. The cause of the noise could not be determined. The s-ICD system was subsequently reprogrammed to secondary, and pocket manipulation with postural changes showed little or no noise at all. The patient will continue to be monitor. This implantable electrode remains in service and no adverse patient effects were reported. Additional information was received that this patient received 2 inappropriate shocks due to t wave oversensing due to poor r to t wave ratio. Technical services (ts) discussed troubleshooting and programming optimization options. This electrode remains in service.